Manufacturer narrative:
(B)(4). Initially the date had been estimated as (B)(6) 2015. The receipt of the user facility medwatch report, the date has been confirmed to be (B)(6) 2015. (B)(4). Evaluation summary: the device was returned for analysis. A link detachment was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, a user facility medwatch report was received containing the following information: "event desc: during a percutaneous procedure, 3 different proglide suture-mediated closure systems were used and each failed to deploy. The patient required a bilateral femoral cutdown to complete the procedure. What was the original intended procedure? Aortic aneurysm repair. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted in an unspecified vessel with three proglide devices after an abdominal aortic aneurysm (aaa) procedure. Reportedly, cuff misses occurred with the three proglide devices. A cut-down procedure was performed to complete the aaa procedure and hemostasis was surgically achieved. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.